Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted into the patient during an open cystotomy + removal of foreign body suture material + placement of transobturator tape midurethral sling procedure performed on (B)(6) 2017 due to mesh material calcifications and suture material in the bladder from previous bladder repairs, recurrent sui and incontinence. The patient had tolerated the procedure well and was taken to recovery room in satisfactory and stable condition. As reported by the patient's attorney, the patient experienced an unknown injury post obtryx implant procedure.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.